Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review cannot be performed because the system logs are not available. The system was not connected to onsite.

Event description:
A patient enrolled in a clinical study underwent a da vinci assisted low anterior resection surgical procedure. On post-operative day 10, yellow liquid with obvious odor was drawn from the presacral drainage crown and an anastomotic leakage was suspected but not confirmed. The patient underwent a treatment modality of negative pressure irrigation which resolved the event. The patient was discharged on post-operative day 18 and there were no adverse events at the 30-day follow-up.